Event description:
Customer reported an error alarm for a loose drive support cap that was not resolved with a battery change. The blood glucose reading was 439 mg/dl. Customer treated with manual injection. Customer stated that the drive support cap appeared normal. Customer did not press on the cap while connected. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.